Manufacturer narrative:
A device history record review of the reported lot confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis the most possible root cause would be the conveyor belt of the online weighing machine was short, which caused the rejected miscount product to mix into the product containing the correct count. As continuous improvement activities, the supplier will improve their weighting process including purchase a new weighting machine which can weigh the product twice and also lengthen the conveyor belt. This reported condition will be continuously monitored.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states the sponge pack had 9 sponges instead of 10.